Event description:
It was reported that the ilet became hot during charging, resulting in melting or deformation of the external case and visible markings, while the device continued to deliver therapy and blood glucose levels were reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included provision of a goodwill replacement case and clip, with the user declining a replacement ilet. Investigation included collection of user-provided photographs and customer interview. Investigation of this case revealed thermal damage to the device housing during charging, with no impact reported to therapy delivery or glycemic control. It was concluded that the event involved a device housing malfunction related to charging heat exposure, without patient injury or interruption of therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.